Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Code (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent an emergency endovascular treatment for rupture of aortic dissection using gore® tag® conformable thoracic stent graft. 2 ctag (tgu262615j/17830721, tgu262610j/16053810) were implanted in the descending aorta. On (B)(6) 2018, a reintervention was performed due to the enlargement of the distal aortic arch. One ctag(tgu262615j/15886805) was additionally implanted into the proximal side. At this point, infection was observed and the patient was decided to be monitored. It was reported that the infection may have been caused by the formation of an aortic bronchial fistula. On (B)(6) 2021, follow-up CT showed no change in disease status. On an unknown date in (B)(6) 2021, rapid enlargement of the aorta was confirmed. On (B)(6) 2021, the patient was admitted with hemoptysis and fever. On (B)(6) 2021, a proximal type I endoleak was confirmed with a migration of the proximal device approximately 3 mm to the distal side. Emergency endovascular treatment was performed. After axillary-axillary-left common carotid artery bypass, an additional stent graft (ctagac) was implanted below the brachiocephalic artery. The physician reported that there was a type ii endoleak originating from the bronchial artery, from the beginning. He commented that the type ii endoleak led to the aortic enlargement, resulting a proximal type I endoleak.